Event description:
On (B)(6)2009, baxa was notified by the customer, of a pt involved incident, using a 250 ml exacta-mix empty eva container. The eva bag was filled with chemotherapy drugs and administered to a pt; the customer reported that the bag leaked. The customer disposed of the bag, and to date has not returned any unused bags from this lot to baxa for quality eval. At this time, the pt info is still being gathered. If add'l info is received in the future, a f/u report will be filed.

Manufacturer narrative:
The supplier has been notified of this complaint and an eval has been requested. Root cause for the leaking bag will be determined and quality documentation and processes will be reviewed.